Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosisadditional text: lv not appropriately decompressed & pi's dropped w/ speed increased. Ldh up, decreased haptoglobinspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : heparin, milrinone, IV lasiximplant device type: lvadmalfunction device type: